Event description:
Caller reported receiving a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The caller initially attempted to resolve the issue by loading a new cartridge but was unsuccessful. Technical support instructed the caller to clean the pneumatic tap area, and eventually guided them through the process of filling and loading a new cartridge onto the pump using the correct technique. Successfully loading the second cartridge resolved the issue, allowing the caller to resume insulin delivery.